Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to incorrect interpretation of supraventricular tachycardia (svt). No intervention was performed. The patient was in stable condition.